Event description:
Patient presented in clinic shortly after having a battery replacement with high impedance. The impedance was within normal limits before and after the replacement. There was no trauma reported for the patient. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D1 brand name, corrected data: supplemental #01 report inadvertently did not update to the generator product information d2 type of device, corrected data: supplemental #01 report inadvertently did not update to the generator product information d4, corrected data: supplemental #01 report inadvertently did not update to the generator product information d6a if implanted, give date, corrected data: supplemental #01 report inadvertently did not update to the generator product information h4 device manufacture date, corrected data: supplemental #01 report inadvertently did not update to the generator product information.

Event description:
Additional information received noting that the patient underwent surgery and once the lead pin was reinserted the high impedance resolved.